Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. The jaws were noted to be yielded.

Event description:
It was reported that during a lap cholecystectomy the clips could not be popped-up correctly and some clips fell down. Case completed with another device. No pt consequence reported.